Event description:
A caller reported that the pump bolus calculation was incorrect, leading to a situation where the blood glucose value was displayed as "low." The customer consumed carbohydrates to address the low blood glucose levels and did not require third-party assistance. Technical support educated the caller on correction bolus calculations with insulin on board (iob), but the caller did not acknowledge that the bolus calculation was correct after this explanation. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received and no logs were available for review.